Event description:
Rv lead noise.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.